Manufacturer narrative:
The customer was provided with remote support from the ge healthcare service represented. The flow sensor was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.